Event description:
Info received indicates the head section is slowly drifting down.

Manufacturer narrative:
The technician found the CPR valve was defective caused by contamination in the hydraulic fluid. The technician replaced the CPR valve to repair the bed.